Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and transient ischaemic attack ('tia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced transient ischaemic attack (seriousness criterion medically significant), migraine ("migraine"), anxiety ("anxiety"), dizziness ("dizziness ") and insomnia ("insomnia"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, transient ischaemic attack, migraine, anxiety, dizziness and insomnia outcome was unknown. The reporter considered anxiety, dizziness, insomnia, medical device removal, migraine and transient ischaemic attack to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, dizziness, anxiety, migraine, transient ischemic attack, insomnia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of product technical complaint. Seriousness criteria of event "tia" updated to medically significant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced transient ischaemic attack ("tia"), migraine ("migraine"), anxiety ("anxiety"), dizziness ("dizziness ") and insomnia ("insomnia"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, transient ischaemic attack, migraine, anxiety, dizziness and insomnia outcome was unknown. The reporter considered anxiety, dizziness, insomnia, medical device removal, migraine and transient ischaemic attack to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, dizziness, anxiety, migraine, transient ischemic attack. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: events tia, migraine, anxiety, insomnia, dizziness were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.